Manufacturer narrative:
Results: one unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed an epoxy splatter on the shaft of the needle. A review of the device history records for reported lot 6053531 revealed no irregularities that would contribute to the reported issue. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided sample. The engineer concludes the epoxy was likely introduced during the assembly process. Action has been taken to address occurrences of this nature. UDI#: (B)(4).

Event description:
The customer reported something was on the 25ga x 1 1/2 inch bd precision-glide¿ needle. It appeared to be an imperfection in the needle.